Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations of pigtails not working were confirmed. The absense of white balance and hand controls not working were not confirmed. The device evaluation found that the pigtails did not work due to bent video connector pin. The software version was 4.00 and it was recommended to update to 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was no white balance and the hand control of the evis exera iii video system center were not working as they should and neither were the pigtails. There were no reports of patient harm. There was no further information provided by the customer.